Event description:
This report summarizes 148 events for the failure: overheating of device. - 135 events had problem identified during non-clinical procedure; there was no patient involvement. - 13 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 148 events were reported for this quarter. Product return status 148 devices were evaluated based on historical data analysis. Additional information 148 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 148 events for the failure: overheating of device. - 135 events had problem identified during non-clinical procedure; there was no patient involvement. - 13 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99031. Supplemental rationale: corrected data: b5, h6, h11. 148 previously reported events were included in this follow-up record. Product return status. 148 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 148 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition. 148 devices: scrapped by stryker.